Event description:
Additional information received from the manufacturers representative confirmed that the patient ins was explanted due to a continuation of the infection never resolving (not a second infection but a continuation of the first infection). It was noted that the patient was going to get a prime cell ins model implanted but this never happened due to the infection.

Event description:
The patient reported having an infection at the implantable neurostimulator (ins) site. They took out the ins, cleaned it, and implanted it again 2-3 weeks prior to the report. Additional information received from a manufacturer representative (rep) indicated that the patient had emergency surgery due to a suspected infection. The patient had a pimple form near the ins site and went to the emergency room, when a physician opened the ins site and cleaned out the infection. The ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.